Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer states insulin pump did not working and their blood glucose level was 454 mg/dl at the time of incident and customer would enter blood glucose and take insulin and it would give a little bit then had no delivery. Customer states they performed a 5.0 unit fixed prime and the insulin exited. Customer stated that they were in hospital for back and kidney pain, it was not for high blood glucose nor diabetes related. Customer declined troubleshooting for high blood glucose as customer states they knows the cause. The devices will not be returned for analysis.